Manufacturer narrative:
Additional information received indicated that the approach for the procedure was ipsilateral. No patient information was available. There was no other product issue noted either at the account after the procedure. The exact atmospheres of pressure that were used when the balloon burst occurred was not known/provided. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The brand/manufacturer of the contrast used was not known/provided. The contrast to saline ratio was not known/provided. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. No additional information is available. During an interventional endovascular procedure/stent implantation, an 8x40mm 80 cm powerflex pro balloon catheter (bc) was used to post-dilate an unknown stent after implantation, and it ruptured at its nominal pressure. Therefore, it was replaced with a new balloon catheter. The procedure was completed successfully. There was no reported patient injury. The target lesion was the iliac artery. The target lesion was reported to be: mildly calcified, not tortuous, and a seventy-five to ninety percent (75-90%) stenosis. Additional information received indicated that the approach for the procedure was ipsilateral. No patient information was available. There was no other product issue noted either at the account after the procedure. The exact atmospheres of pressure that were used when the balloon burst occurred was not known/provided. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The brand/manufacturer of the contrast used was not known/provided. The contrast to saline ratio was not known/provided. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel or difficulty crossing the lesion. The catheter was not ever in an acute bend. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17397126 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (mildly calcified, 75-90% stenosis) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during an interventional endovascular procedure/stent implantation, an 80 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) was used to post-dilate an unknown stent after implantation and ruptured at its nominal pressure. Therefore it was replaced with a new balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and will not be returned for analysis. The product was discarded by mistake. The target lesion was the iliac artery. No target lesion characteristic information was available.